Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #(B)(4)) found that the setscrew was backed out too far.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable neurostimulator (ins) was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was reported that there was an out of box failure. During the implant procedure, impedances were checked per routine and abnormal impedances >4000 were obtained on two electrodes. The lead was disconnected, wiped off, and checked for fluid in the connected. The lead was reconnected and screwed in with 2 clicks heard. The device was placed back in the pocket to recheck impedances; all impedances were >4000. When the doctor took the device back out of the pocket, the lead fell out without it being unscrewed. The pocket was searched for the screw and flushed as a precaution. A new device was obtained, with normal impedances obtained, and implanted. The issue was reported as resolved. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.